Event description:
Pursuant to info rec'd the physician the pt was bilaterally implanted with saline prosthesis on 10/18/96. Subsequently, on 11/02/96 the physician noted that the pt had developed an infection swelling and redness in her left breast and an infection, delayed wound healing and seroma in her right breast and removed the prosthesis on 11/06/96. No add'l info regarding this occurrence the physician noted is available at this time.